Event description:
The customer reported that a pt was discovered after collapsing, and there were no alarms from the monitor or the central station.

Manufacturer narrative:
(B)(4): the customer reported that a pt was discovered after collapsing, and there were no alarms from the monitor or the central station. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.